Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would only work for seven seconds after the battery was removed while it should be working for fifteen seconds. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the epg would not stay on when the battery was removed; the epg failed incoming tests for the super capacitors. The super capacitors were worn. Analysis also noted that both of the bail covers were cracked. The super capacitors and bail covers were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.